Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as inferred by a medical professional (reported as ¿unrelated to treatment¿). Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures yielded no growth, a reduction in symptoms in response to ip antibiotics provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was in the hospital due to an infection. Upon follow up, the patient was hospitalized on (B)(6) and diagnosed with peritonitis and discharged on (B)(6). Peritoneal effluent fluid cultures obtained and tested by the hospital (date unknown) presented with no growth. A white blood cell count was not reported. The patient was diagnosed with peritonitis, attributed to a break in aseptic technique during ccpd therapy setup on the liberty select cycler at home. It was explained that the patient reportedly left windows and doors open while handling fresenius products during preparation for treatment. The patient was prescribed intraperitoneal ceftazidime at 1000 mg for three weeks to address the infection while hospitalized and presumably post-discharge. During this hospitalization, the patient continued pd therapy (exact modality not reported) and he was discharged home on (B)(6) 2026. As the patient¿s adverse event was attributed to environmental contamination, there was no indication the patient¿s peritonitis was the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy at home as he recovers on antibiotic therapy.